Manufacturer narrative:
A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The ozil torsional phaco handpiece (p/n 8065750469) was received at the irvine technology center. A visual assessment of the returned sample found no nonconformities observed. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications per product specifications. The returned sample was connected to a calibrated vision system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece not meeting specifications per manufacturing test procedure (mtp). Refer to the attached investigation log and dtf data sheet. On (B)(6) 2023 the customer reported that their handpiece (p/n 8065750469, s/n (B)(6)had a phaco poor issue, which caused them to switch handpiece. Based on the results of this investigation, the reported event was confirmed; however, as to how or why it didn't meet specifications remains inconclusive. The sample testing was unable to determine the root cause.; therefore, the root cause of the reported event is inconclusive. The root cause of the reported event could not be determined. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitrectomy surgery an ophthalmic phacoemulsification handpiece exhibited surge issue. There was no patient harm.